Manufacturer narrative:
Integra has completed their internal investigation on september 05, 2017. Device history record reviewed for serial number (B)(4) work order /(B)(4) lot/ 164 a total of (B)(4) pieces were manufactured on 6/21/2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points. No service history is on file for this device. Sampling plan is 100% trend analysis: a (B)(6)-year lookback in the complaint system from (B)(6) 2015 to (B)(6) 2017 for this reported failure using the key words "loose" lock " for product ID shows that (B)(4) additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Failure analysis and root cause: complaint not confirmed - no issues observed. With respect to the returned unit, after setting the unit up per the (B)(4), it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit will function properly. Unit needs heli-coils added to large starburst threads. General maintenance and cleaning required. Root cause: complaint not confirmed - no issues observed. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit will function properly. Unit needs heli-coils added to large starburst threads. General maintenance and cleaning required.

Event description:
It was reported that a screw on the mayfield modified skull clamp is not holding during a case. Additional request for information has been sent and on (B)(6) 2017, the following was provided by the customer: on (B)(6) 2017, a (B)(6)-year-old female was to undergo a c7-t1 foraminotomy procedure. No stereotaxy device was used. The mayfield clamp (lot number unknown) along with the (a1072) integra adult disposable skull pins was applied in the operating room before moving patient on to the operating room table. When the patient was flipped, and put onto the operating room table, the surgeon went to screw on the mayfield clamp, the bolt was unable to be tightened causing the surgeon to have to flip the patient back onto the bed and remove the mayfield opting for a different positioning device. The length of time the product was in use before the event occurred was 10 minutes. There was no patient injury or death alleged, and no revision/ medical intervention required. The action that was taken after the product problem occurred was that the mayfield was removed and a c-flex (unknown manufacturer) was used instead. The patient's outcome was reported as "no effect on outcome¿. There was a surgical delay reported, (unspecified time). Lot number of the skull pins were (1160509). The skull pins are not available to be returned for evaluation.